Event description:
Approximately eight months post hvad implantation, the vad coordinator reported that this patient experienced multiple high priority alarms and a "muffled red alarm" from the controller. The cause of the alarms could not be verified and no alarm history was recorded. Troubleshooting of the device also identified a potentially faulty battery. There was no reported patient injury. The controller and battery were replaced, and will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A battery ((B)(4)) and controller ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Visual inspection of the controller revealed foreign material on the controller speaker membrane. Functional analysis revealed that the battery met specifications; the battery passed visual inspection and functional testing. Functional analysis revealed that the controller failed to meet specifications; the controller failed visual inspection and functional testing as the speaker volume was diminished due to the foreign material found on the speaker membrane. The confirmed malfunction is related to the reported event. The reported high priority alarms were confirmed via review of the controller log files, which revealed multiple controller power up events and a critical battery alarm. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms involving screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause of the critical battery alarm is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the controller low sound is the foreign material found on the speaker membrane. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Controller detected with low sound problem when subjected to functional and supplemental tests. The controller alarm sound levels measured were below the expected levels when tested with a calibrated sound meter. The speaker-components and the audio drive circuits were found to be operating properly. The root cause of the "low sound" was most likely caused by foreign material on the speaker membrane. Testing completed (B)(4) 2014. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient. No related complaints were found. There is no record of previous servicing for this patient. The patient manual addresses routine cleaning, inspection and care of the device. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the controller and battery have been received and are awaiting further analysis. Device remains implanted.